Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with leaks and air bubbles in the reservoir. The event involved products mmt-1884, mmt-7040a, mmt-442ag and mmt-342. Troubleshooting was partially performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for reservoir leaks and found that the leak has not past the 1st or 2nd o-ring. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-442ag. The customer will discontinue the use of the reservoir. Mmt-342 was requested and customer response was the device will be returned.

Manufacturer narrative:
Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard and plunger not returned. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Using a new lab transfer guard and plunger, performed pre-fill test appendix c. Found no leaks and no air bubbles during analysis. Per (B)(4). Conclusion: reservoir passed per pre-fill test; no leakage, no air bubbles and no physical o cosmetic anomalies were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.